Event description:
I had allergan natrelle inspira style srm breast implants (B)(6) 2019. I notice my body has a strong metalic-metal odor, chronic fatigue. I don't look the same at all. I look sick. I've become severally depressed, anxiety and insomnia. I'll have shooting pain in my breast at times like an electric shock. Increase in emotional distress, can't find words at times, memory loss and difficulty concentrating. I honestly just realized all these symptoms could be related to my implants. FDA safety report ID# (B)(4).